Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the right atrial (ra) lead and right ventricular (rv) lead and it was suspected that there was lead on lead contact. It was also noted that the right ventricular (rv) lead exhibited short v-v intervals. The right atrial (ra) lead also exhibited intermittent capture. Both leads remain in use. No patient complications have been reported as a result of this event.